Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had issues with the sensor. She was hospitalized and stopped using the sensor. The sensors were not reading properly. She would pass out and the paramedics were called. The customer's husband found her on the floor, passed out and the paramedics were called. She was hospitalized due to a low blood glucose level. The insulin pump alarmed no delivery. At some point her blood glucose level was 400 mg/dl. She changed her infusion set and bolused with the insulin pump to treat her blood glucose level. The device was not returned.